Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation / single leaflet device attachment (slda) appears to be related to procedural circumstances. The reported recurrent tricuspid valve insufficiency/ regurgitation (tr) appears to be a cascading effect of the reported slda. Tr is a known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026 a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, triclip was implanted on anterior and septal leaflet. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, during placement of non-abbott device, it got entangled with the previously implanted triclip leading to the single leaflet device attachment (slda) and the clip was no longer attached to the septal leaflet. Tr was grade 4-5 after slda. On (B)(6) 2026, two triclips were implanted successfully to stabilize the slda. Final tr was grade 4.